Event description:
It was reported that during a procedure an unknown quantity of 2.7mm variable angle screw heads broke off. This is a part of the distal tibial plate and screw removal set. It was reported that the surgeon used approximately 9 screws during the procedure. There were approximately 6-7 screws heads that broke off. The surgeon turned twice and the screw heads snapped, he was able to remove 2 screws from the fracture site, however, the other generated fragments remained in the patient. There was a 45-60 minute operative delay time. The procedure was completed, but the fragments remain in the patient. This report is for an unknown quantity of 2.7 mm variable angle screws for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This is for an unknown quantity of 2.7 mm variable angle screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.